Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge percentage was decreasing while the pump was plugged into a power source and charging. Reportedly, this issue caused the pump to shutdown. The customer's blood glucose level was 184 mg/dl. The customer was able to turn the pump back on, at which point the battery gauge displayed a full charge. The customer continued to use the pump for insulin therapy.